Manufacturer narrative:
The device was returned to mmdg for evaluation of the free flow complaint. During the investigation mmdg was unable to confirm the complaint. The pump operated within product specifications. The pump history was also reviewed, where it was observed that the patient did request a bolus and that 5.3ml of the 8ml bolus was delivered. The administration set was not returned with the pump and no further investigation of the complaint could be done. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump free flowed. They stated that the pump was being used with no basal rate and only a bolus was programmed, that the patient did not request a bolus, but that the pump administered the full dose of medication. They stated during a call with an mmdg clinician that the patients epidural was placed at 12pm, and that they noticed that the bag was empty at 6pm. They also stated that the patients legs were numb for a "few days", but that the patient was not harmed and was able to go home. [(B)(4)].